Event description:
The patient was at home and lost stimulation sensation. It was reported that 'it went too high.' The patient was unable to adjust stimulation. The implantable neurostimulator was in a power on reset condition. The patient was seen in clinic. The implantable neurostimulator was initially unresponsive to telemetry attempts from the patient or physician programmer, or the recharger. The 'voltage too high' error code was noted on the physician programmer. The power on reset was cleared with the physician programmer. The patient information was erased and needed to be reentered. The patient wasn't around any sources of electromagnetic interference. The battery was noted to be 80% charged after the reset was completed. The device has 'been fine' ever since the incident.

Manufacturer narrative:
(B) (4).